Event description:
It was reported that the rigid video laparoscope had a blurred image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: due to word limit, the name of the facility should be (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the meniscus of the charged coupled device section was broken and therefore the image quality was poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.